Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem, but suspects a possible broken cable. Customer will monitor the system and the ge representative will hold the parts in case it becomes necessary to replace them. System operates as intended.

Event description:
The customer reported the kv value raised during fluoro. No patient injury was reported.